Event description:
It was reported that there was a malfunction resulting in a leak that could cause insufficient o2 or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Manufacturer narrative:
Additional information was received that the o2 flow control valve was stuck open causing excessive oxygen concentration. There is no reportable malfunction. The o2 flow control valve was replaced to resolve the issue.